Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately three weeks post implant, the right ventricular (rv) lead exhibited high thresholds, loss of capture and the lead was discovered to have advanced past implant location/dislodged. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.